Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.

Event description:
The customer reported that the couch fell down during a patient's scan on a brilliance 16 CT system. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator, or bystander. The fse reported that the carbon top was about 100 mm into the gantry when the couch fell and damaged the gantry front cover.

Manufacturer narrative:
On (B)(6) 2016, the customer reported that couch began traveling downward during a patient procedure and damaged the gantry front cover. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse reported that the carbon top was about 100 mm into the gantry when the couch fell and damaged the gantry front cover. The fse evaluated the CT system and determined that the vertical brake had failed. On 12-apr-2016, the fse reported that he replaced the vertical brake to resolve the issue. The fse confirmed that the failed vertical brake was shipped to suzhou for a failed part analysis. A philips advanced electronics engineer (aee) determined that the cause of the issue was that the spindled hub of the vertical brake was not tightened to the motor shaft as a result of insufficient loctite or a loctite failure. On 01-aug-2016, the fse confirmed that the gantry front cover was replaced to bring the system back to within specification. The CT system is in clinical use.